Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that her husband had done meter to hcp meter comparison tests, about 30 mins apart. The results were 138 and 99 mg/dl, respectively. No symptoms were reported. A control solution test was in range, 121 (96-143). On follow-up, she said that she had changed batteries, cleaned meter, had new strips and control solution before her call. Concern is that meter reads higher than usual for husband (previously not above 121). The lifescan rep reviewed qc procedures and meter/lab testing with the rptr. No harm was alleged.